Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record review was performed for the subject device: please note, this DHR review is for sterilization procedure only: part no.: 04.004.249s, lot no.: 7245857. Manufacturing location: (B)(6). Supplier: (B)(6). Release to warehouse date: 20.mar.2013. Expiry date: 01.mar.2023. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.004.249 / 7245857 was manufactured in us, monument. Manufacturing location: monument. Manufacturing date: 08-feb-2013. Part #: 04.004.249, lot#: 7245857 ¿ 8mm ti cannulated tibial nail-ex/345mm. Quantity 1. Component parts reviewed: part 04.004.249s, bp24 lot: 6630127 reviewed, it meet specification. Lot was reworked from old part 04.004.249s old lot no: 6630127 to new part 04.004.249 new lot: 7245857. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 the patient was presented with a left tibia and fibula fracture. The surgeon placed one lcp one-third tubular plate in the patient with seven (7) cortical screws and one partially threaded cancellous screw. She also inserted an 8mm ti cannulated tibial nail with two (2) locking screws (one distal and one proximal). In (B)(6) 2018, the patient presented a non-union of the left tibia and fibula. On (B)(6) 2018 the surgeon removed the lcp one-third tubular plate and the proximal locking screw to promote healing. The surgery was completed with no delays and there was not harm to the patient. This is report 4 of 5 for (B)(4).